Event description:
In 2005, o-c4 fixation was done on c1 malformation and atlantoaxial subluxation patient. Iliac bone block was grafted between occipital plate and c2 with fixsorb absorbefacient screws. In 2007, both the transition rods were found broken at the 4mm-3mm transition. Patient has pain; however, at this time the surgeon has taken no action. As surgical intervention may occur, an MDR is being filed to document this event.

Manufacturer narrative:
A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. These products are technique dependent and events of this nature can occur. Construct loosening of breakage is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.